Event description:
It was reported that during a procedure the patient complained of slight chest pressure after placing the right ventricular (rv) lead. The rv lead impedance was 1200 bipolar but 1700 unipolar so the physician chose to move the lead to another position. This seemed to initially relieve the chest pressure. Post-procedure the patient again began to complain of chest pressure and the patient's blood pressure was slightly lower than pre-procedure. The physician requested an ultrasound and the patient was found to have a pericardial effusion. Pericardiocentesis was performed without further complication, a pericardial drain was put in and the patient was transported to the floor for follow up care. The rv lead measured normal impedances post procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, (B)(6) 2014; addrs1 ipg, (B)(6) 2014. (B)(4).